Event description:
Per the clinic, it was reported that the device was explanted (date not reported). It is unknown whether the patient was reimplanted, as of the date of this report.

Manufacturer narrative:
Additional: the explant date has since been reported: (B)(6) 2017. It remains unknown if the patient was reimplanted with another device as of the date of this report. This report is submitted on june 12, 2019.